Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Rv lead noise resulted in shock therapy being delivered. Noise was evident at rest. Shock impedance measured around 100 ohms in office. Data prior to jun trended around 80-85 ohms. Further lead evaluation is being performed. Lead currently remains implanted.